Manufacturer narrative:
(B)(4).

Event description:
It was reported right after the system was implanted, a chest x-ray revealed the atrial lead had dislodged. The patient returned on the same day for lead revision. A couple of hex wrenches used for the revision would not engage with the set screw for atrial port. The seal plug had to removed and the set screw was observed to be sideways outside of its channel. The cause of the atrial lead dislodgment is unknown. The atrial lead was taken out and revised successfully. The device was explanted and replaced. The patient returned for a post procedure check-up and the was in stable condition. The patient was then discharged from the hospital.